Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that pump failed rate accuracy test. It was recalibrated and it is still out of range. Although requested, additional information was not provided.

Event description:
It was reported that pump failed rate accuracy test. It was recalibrated and it is still out of range. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Additional info: b.5. Correction: h.6.